Event description:
The user facility reported that the case was a (minimally invasive approaches) mics-mvp(mitral repair). After the start of extracorporeal circulation, the gas transfer performance of co2 decreasing was determined when the circulation was stable. The event was dealt with by increasing the oxygenator gas flow rate and lowering the fio2 (blood flow rate was 4.5l on average). Nevertheless, paco2 increased after ao-ciamp, and increased to 69 when the gas flow rate was increased to 2.5l. After that, the gas flow rate was adjusted between 4l and 10l. After ao-declamping, the gas flow rate was about 3 l and the paco2 value was normalized. There was no problem with the value of pao2. There were no problems with pre and post oxygenator pressure. No hemolysis was also reported. There was no problem with the values of hct and svo2. 1 - 2l of co2 was flowed into the operative field. Suction and dobon were operated normally, and suction was stored in the pocket in the operative field when it was not used. The gas flow rate delivering to the oxygenator was increased and lowered fio2 to sweep. It was inferred that there was a problem with the gas line, and the following measures were taken. Replaced gas line during procedure, no change, suspected gas filter, cut off, no change, suspected blender failure, replaced blender, no change. Opinion of the hospital side (clinical engineer): pao2 was controlled without any problems with pre and post oxygenator pressure. There was no problem with blood flow rate. There were no problems with hct and hb. There was no problem with the value of svo2. He can only think that there is a problem somewhere in the supply of gas to the oxygenator. The stable co2 value after ao-declamp makes the cause less clear. The hospital's gas analyzer and cdi were both measured with -stud. The procedure outcome was not reported. The patient was not harmed.

Manufacturer narrative:
Weight: 79.8kgs. UDI: n/a as this product code is not exported to the us market, implanted date: device was not implanted, explanted date: device was not explanted, occupation - clinical engineer, PMA/510(k) - k071494, k130520. The actual device was returned for investigation. Visual inspection of the actual sample did not find any anomaly including a breakage that could lead to gas transfer failure. After rinsing and drying the actual sample, the amount of oxygen transfer and carbon dioxide gas removal were measured when bovine blood was introduced into the actual sample. It was confirmed to meet the control standard values in the factory's specifications and no anomaly was found in the gas transfer performance. [Bovine blood conditions] hb: 12g/dl, temp.: 37°c., ph: 7.4, svo2: 65%, pvco2: 45mmhg, [circulation conditions] blood flow rate: 6l/min and 4l/min, v/q:1, fio2: 100%, [o2 transfer volume] @6l/min: 390ml/min., @4l/min: 281ml/min, [co2 removal volume] @6l/min: 322ml/min., @4l/min: 236ml/min. The pump records were reviewed. Following information was found: the first recorded paco2 after the start of extracorporeal circulation was 44mmhg. Then, paco2 gradually increased, and after ao-clamp, paco2 was 59mmhg, and after 13:00, paco2 temporarily increased to 69mmhg. The circulation conditions after the start of extracorporeal circulation were confirmed. It was found that circulation was performed under the conditions of blood flow rate of 3.7l/min and gas flow rate of 1.5l/min (v/q: approximately 0.4). In the column of gas flow rate, it was described as 4 - 100 over l/min after ao-clamp. It was found that paco2 gradually decreased when the gas flow rate was increased to 4 - 100 over l/min (v/q was 1 or more). The relationship between paco2 and blood temperature was confirmed. It was found that the blood temperature gradually decreased after the start of extracorporeal circulation, and after ao-clamp, the blood temperature was approx. 27°c when paco2 reached 69 mmhg. After that, the blood temperature was confirmed to have increased to approx. 36°c just before the ao-declamp. Review of the manufacturing history record and the shipping inspection record of the actual sample confirmed that there was not any anomaly in them. A search of the complaint file found no other similar report for the involved product code/lot# combination. Based on the investigation result, no abnormality was found in the gas transfer performance of actual sample after rinsing and drying. As a cause of the increase in paco2, the combination of following factors were inferred. However, the cause of occurrence could not be clarified. · since the gas flow rate was smaller than the blood flow rate, pco2 gradually increased. · pco2 of the blood in the operative field temporarily increased due to the effect of carbon dioxide gas swept into the operative field, and that pco2 of the blood that flowed into the oxygenator via the suction line increased. · since the blood temperature was lowered at the same time as the circulation started, carbon dioxide gas was difficult to remove (the lower the blood temperature, the easier it is to dissolve carbon dioxide gas: difficult to remove). Relevant IFU reference: "start gas supply with v/q=1, and fio2=100%, then make adjustments based on blood gas measurements.(c.intiation of bypass warnings) measure blood gases and make necessary adjustments as follows. Control pao2 by changing concentration of oxygen in ventilating gas using gas blender. To decrease pao2, decrease fio2. To increase pao2, increase fio2. Control paco2 by changing the total gas flow. To decrease paco2, increase total gas flow. To increase paco2, decrease total gas flow. (D. During perfusion)" terumo medical products (tmp) (importer) registration no. (B)(4) is submitting this report on behalf of ashitaka factory of terumo corporation (manufacturer) registration no. (B)(4).